Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the co2 leak at the moment that the clipping machine was introduced. The trocar was broken and it was perceived to damaged the floating valve. Accordingly, they change the trocar in order to complete the case. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device for evaluation. The product will expire on 2022/08. The visual inspection of the returned product noted that only the top of the trocar was received. The circular seal was cut. The condition in which the device was received precludes functional testing. If information is provided in the future, a supplemental report will be issued.